Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received on 03-sep-2015. (B)(4)

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient was not happy with the vision due to an unexpected refractive outcome. In a follow up, the surgeon confirmed that the lens was exchanged one month after initial implantation. In the surgeon's opinion, the cause of the event is unknown.